Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).